Event description:
It was reported that during a stenting treatment procedure, the patient experienced chest pain and bradycardia. The lesion being treated was located in the right coronary artery (rca). It was moderately calcified and 70% stenosed. A 6f wiseguide art 3.5sh was used. A non-bsc guidewire passed through lesion. A non-bsc balloon dilatation catheter was used to predilate the lesion. A promus element 2.75 x 16mm stent did not pass the first proximal bend of rca. The physician decided to put in a non-bsc catheter which could not go through the hub of the 6f wiseguide. A 300cm non-bsc guidewire was used to exchange guide catheters. During this time the patient had a bradycardia to 48 and severe chest pain, nitrocene infusion was started and clexane 80mg IV was given. The procedure was completed with a 7f al 1 sh wiseguide. 2 promus element stents (2.75 x 16mm and 3.0 x 16mm) were implanted. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the patient experienced chest pain and bradycardia. The lesion being treated was located in the right coronary artery (rca). It was moderately calcified and 70% stenosed. A 6f wiseguide art 3.5sh was used. A non-bsc guidewire passed through lesion. A non-bsc balloon dilatation catheter was used to predilate the lesion. A promus element 2.75 x 16mm stent did not pass the first proximal bend of rca. The physician decided to put in a non-bsc catheter which could not go through the hub of the 6f wiseguide. A 300cm non-bsc guidewire was used to exchange guide catheters. During this time the patient had a bradycardic to 48 and severe chest pain, nitrocene infusion was started and clexane 80mg IV was given. The procedure was completed with a 7f al 1 sh wiseguide. Two (2) promus element stents (2.75 x 16mm and 3.0 x 16mm) were implanted. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a 6f wiseguide guide catheter and a 6f non-bsc catheter with no original packaging. There was no damage to the wiseguide. The inner diameter (ID) of the wiseguide was measured at the distal tip and the proximal end using a calibrated pin gauge set. The ID at both ends was 0.066'', meeting specifications. The outer diameter (od) of the non-bsc catheter was measured with a calibrated laser micrometer; the maximum od was .06843". Functional testing was attempted by inserting the non-bsc catheter into the wiseguide; however, the device could not advance through the wiseguide. There is no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The wiseguide dfu includes the following instruction: "check the labeled diameter of both the therapeutic device and guide catheter prior to use to ensure compatibility." The most probable root cause is "user related" because the device was not used in accordance with the directions for use. (B)(4).